Event description:
Customer reported the fast stop was activated unexpectedly. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the single board computer. System operates as intended. This MDR is related to ge healthcare.